Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was an incisional wound opening accompanied by redness. The patient reported that following the operation, he was bending over and noticed blood coming from his left implantable neurostimulator (ins) incision. The patient went to the hospital and had stitches placed to close the wound. A rash was noted around the wound that was itchy. The patient was hospitalized for 2 days due to a staph infection and was given both IV and oral antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.